Manufacturer narrative:
The data analysis for investigation is still on-going and additional information will be provided in the next report.

Manufacturer narrative:
Arjo have been notified about an incident with involvement of concerto shower trolley. It was reported that when the caregiver was handling the device to lift the safety edge (side support), the stretcher tilted and the patient fell off the device. Due to the event the patient sustained tibial and peroneal fractures, femur fracture and scalp wound. The patient was taken to the emergency room and was hospitalized. The patient died on (B)(6) 2019 (two days after the date of event). The involved device was taken out of service and was evaluated by the qualified arjo representative. According to the results of inspection, the product was found in good condition. The stretcher tilting mechanism worked properly, the side supports were locking correctly and the brake system was fully functional. No malfunction of the device was detected. Concerto shower trolley is intended for bathing and showering hospital or care facility residents under the supervision of trained skilled nursing staff in accordance with the instructions outlined in operating and product care instructions. According to the information received from customer facility representative the device's stretcher tilted unintended. The concerto shower trolley has a functionality, which allows to tilt the stretcher to help with cleaning and disinfection. The tilting mechanism is located under the stretcher and in the trolley's frame. Please note that concerto/basic operating and product care instructions (IFU; 04.ba.05-2gb issued in june 2007; active at the time this device was manufactured) includes the information and supporting pictures on how this function can be activated and used. Moreover, it includes the following warning: "make sure that the catch has locked (klick sound) the stretcher after putting it back in place." Taking into account that no malfunction of the device was identified upon the inspection, the most probable scenario is deemed to be related to the tilting mechanism lock, which may have not been correctly locked after its use. The review of post market surveillance data revealed that this failure is most possible to occur when caregiver had tilted the stretcher for cleaning purposes by unlocking the tilting function catch and omitted to check if it is locked after cleaning. In summary, the inspection of the device confirmed that it was according to the manufacturer's specification after the event (as no malfunction that could cause or contribute to the failure occurrence was found). According to the customer allegation, the stretcher tilted during use and from that perspective, the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the regulatory authorities due to information that patient fell off the device, sustained injuries and died shortly after the incident.

Manufacturer narrative:
(B)(4). The involved device was taken out of service and evaluated by the qualified arjo representative. According to the results of inspection, the product was found in good condition. The stretcher tilting mechanism worked properly, the side supports were locking correctly and the brake system was fully functional. No malfunction was detected. The investigation is underway and additional information will be provided in the next report.

Event description:
Arjo have been notified about an incident with involvement of concerto/basic shower trolley. It was reported that when the caregiver was handling the shower trolley to lift the safety edge, the stretcher tilted and the patient fell off the device. Due to the event the patient sustained tibial fracture, peroneal fracture, femur fracture, scalp wound and was hospitalized. The patient died on (B)(6) 2019.